Manufacturer narrative:
(B)(4). Two (2) mountaineer favored angled polyaxial screws [product code: 1883-18-422] were returned to the chu for evaluation. Visual examination revealed that the threads on the two tulip heads of the poly screws had become torn off. Damage suggests that the threads on the tulip heads likely became inadvertently cross threaded resulting in the threads becoming torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tulip head threads becoming torn off cannot be positively determined. However, noted damage suggests that the threads on the tulip heads likely became inadvertently cross threaded resulting in the threads becoming torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When applying the locking nut to secure crosslink, the threads in the poly screw stripped out.